Event description:
It was reported that on (B)(6) 2013, during an acl reconstruction surgery, the tip of the bio-screw universal tri-lobe modular driver broke off as the surgeon was screwing in a matryx genesys screw. The surgeon noticed the driver was twisting prior to the driver tip breaking. The driver tip was retrieved by removing the interference screw, in which the tip of the driver was lodged. A new driver was opened, and procedure was completed without any further complications noted, and no negative patient outcome was reported. The driver tip, the remainder of the driver, along with the interference screw were all disposed of in a sharps container at the user facility.

Manufacturer narrative:
It was reported that this device was discarded at the user facility. Without an evaluation the complaint cannot be confirmed and the root cause of the driver tip breakage cannot be determined. A review of the customer "install base" showed, this device was shipped to the customer on (B)(4) 2012. There are no other complaints for this item and lot number combination. The bioscrew universal tri-lobe modular driver (B)(4) is a reusable device that is cleaned and sterilized between uses. Based on the shipped date, this device has been in use for more than 1.5 years. This device was manufactured on january 24, 2012 in a lot of 7 units, and there are no other complaints for this lot of product. A two-year review of complaint history for this and similar product was performed, and the safety risk was evaluated to be acceptable. To reduce the risk of injury to the patient, the product's instructions for use (IFU) provides the following cautions: -upon insertion into the bone tunnel, do not bend or use as a lever arm. -examine the driver prior to screw engagement for gouges, scratches, or dents. -ensure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. -full insertion of the tri-lobe driver within the lumen of the matryx interference screw is mandatory for proper implant delivery. -do not use driver to pry, as bending or breakage may occur. Device discarded at user facility.